Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer declined to have further discussions with technical support at the time and planned to reach out at a later date, leaving no additional information regarding the outcome of the event.